Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient experienced recurrent hypoglycemia that did not respond to oral glucose tablets, with the glucose reading eventually displaying ¿0,¿ though this was not confirmed with a fingerstick. The patient developed symptoms including seizure like activity and an inability to walk, prompting medical attention after wearing the pod between 37 and 48 hours. The patient's blood glucose values reached less than 3.0 mmol/l (54 mg/dl). The patient remained under care overnight and received treatment with glucagon nasal spray and intravenous fluids, with a documented diagnosis of hypoglycemia accompanied by low blood pressure. The patient¿s mother stated that the healthcare provider subsequently adjusted the patient¿s settings, after which glucose control improved. The mother did not believe the issue was related to the pod and noted that the patient¿s glucose levels are generally difficult to manage. The exact date of medical attention could not be confirmed, and no further information was provided.